Event description:
The consumer was using the knee walker for about 2 weeks when she went over top of the walker, resulting in a surgery to repair the original surgery.

Manufacturer narrative:
User reported was transgressing with her product and is unsure if it was the product or how she had used it that resulted in her fall. Current user guide covers this area. MDR filed based on injury.